Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump¿s bolus history was not accurate. The patient programmed the bolus on pump and heard the bolus deliver, but it was not showing in bolus history. The reporter stated that recent blood glucose (bg) levels had been running 200-250 mg/dl with no symptoms, which does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint could not be duplicated on investigation. The pump was exercised for 24 hours with no issues occurring. A normal 10unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.